Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) and chronic lead system had noise on the rate/sense channel resulting in pacing inhbition in this pacemaker dependent patient. It was further reported that the ventricular impedance had decreased to 181 ohms.